Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens was removed due to lens tear. No widen incision, no suture required. No pt injury. There was no product malfunction, lens was loaded incorrectly.

Manufacturer narrative:
(B) (4). (B) (4).